Event description:
Difficulty encountered in removing pt's peripherally inserted central catheter line. Normal saline flushes used to float catheter free. While attempting to pull last 6 cm of catheter from pt's vein catheter stretched and snapped with unremoved portion of catheter retracting into pt's vein.